Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation confirmed via echo/ultrasound. A new lead was successfully placed. No additional adverse patient effects were reported.